Event description:
Used thermacare heat wraps for menstrual cramps. Discovered two open burn blisters. "Is the product over-the-counter: yes. How was it taken or used: topical. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Do you still have the product in case we need to evaluate it: yes. Why was the person using the product: menstrual cramp relief."